Event description:
It was reported that the patient experienced urethral atrophy. A revision surgery was performed in which the 4cm cuff of this artificial urinary sphincter (aus) was removed and replaced with a 4.5cm cuff transcorporal to add tissue to the atrophied area. The patient is expected to fully recover.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.